Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that transmitter was not working occurred for the transmitter with serial number (B)(4). However, data for the transmitter with the serial number (B)(4) was provided for evaluation. The product and data was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. A pairing test was performed and passed. A review of the bin file was performed and the allegation was confirmed as signal loss greater than an hour was confirmed. The probable cause was determined to be signal loss due to the transmitter and app were not being able to establish a connection. The reported event of transmitter not working is reportable based on the finding of signal loss greater than an hour. No injury or medical intervention was reported.